Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to implant a pacemaker. The balance middleweight elite guide wire was placed in the coronary sinus without resistance being felt. There was no tortuosity or calcification present in the vessel. When the position of the guide wire was changed it suddenly tore in two pieces. The separated distal section was able to be captured with a snare device successfully. Another guide wire was used successfully for the rest of the case. The patient is fine. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported separation was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties to be related to the user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. It was reported that the guide wire was being used in a procedure to implant a pacemaker. It should be noted that the high torque guide wire instruction for use states: all hi-torque guidewires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). (B)(4).